Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual inspection identified that the base of one of the 13 mm guides is damaged. It was also found that ar-8717d-02 are stuck in each of the two 13 mm drill guides. The other two drill guides (15 mm) were found to meet drawing specifications of drawing c16851 rev 2. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
It was reported on 03/01/2022 by a facility representative via sems that an ar-8717g-02 drill guide has the drill bits stuck in it.. This was discovered during a case with no patient harm. Additional information provided on 05/3/2022: it was discovered during investigation that qty.2 of the ar-8717d-02 drill bit is stuck to the ar-8717g-02. It was also noticed that one drill bit has a broke tip.